Event description:
Reportable based on device analysis completed on 05mar2025. It was reported that shaft kink and tip damage were encountered. A percutaneous intervention procedure was being performed. The 94% stenosed target lesion was located in the moderately tortuous and severely calcified lesion in the middle of the left circumflex artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for used however, it was noted that the shaft was kinked, and the tip was damaged. The procedure was completed with another of the same device without any patient complications reported. The patient status was in good condition. However, returned device analysis revealed an outer lumen damage.

Manufacturer narrative:
Device evaluated by MFR.: the device nc emerge mr, ous 3.50mm x 8mm, catheter was returned to the complaint investigation site (cis) for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination identified polymer extrusion kinked at 2.3cm from the distal tip. A detailed microscopic examination of the polymer extrusion identified a 1cm longitudinal tear in the outer lumen, located 2cm from the distal tip. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage and a detailed microscopic examination of the shaft identified a 1cm longitudinal tear in the outer lumen, located 2cm from the distal tip. No other device issues were identified during returned product analysis.